Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip detachment occurred. The 70 % stenotic lesion was located in the calcified and non-tortuous right coronary artery (rca). The luge guide wire was advanced through the lesion and a balloon catheter was placed over the guide wire. The physician then removed the guide wire and noticed that the tip was missing. The guide wire tip was not visible under fluoroscopy and remains in the pt in an unk location. The procedure was completed with another of the same device. No further pt complications were reported. Pt status if reported as "okay". Multiple attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.